Manufacturer narrative:
A ge service representative performed an onsite investigation. The table sensor pcb was evaluated and identified as requiring replacement. The system was tested and found to be working as intended and returned to service. The fse indicated that he was unable to repair system due to unavailability of parts. A end of life product (eol) letter was sent to customer. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.